Event description:
The customer reported that the insulin pump alarmed motor error while priming. The blood glucose reading was 411 mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. During the call, the customer mentioned having an x-ray due to a car accident. Attempted to contact the customer to gather more information about the car accident without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.